Event description:
It was reported that a new ilet user experienced hypoglycemia to 54 mg/dl after announcing two meals within about an hour and later pausing insulin delivery when glucose declined. Symptoms included hypoglycemia requiring oral glucose treatment. Outcomes included transient low glucose resolved with oral carbohydrate without hospitalization. Investigation included review of pump use reports and user education on best practices for meal announcements and avoiding pausing delivery. Investigation of this case revealed user-related dosing behavior with closely timed meal announcements and pausing insulin correlated with the low glucose event, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.